Event description:
It was reported to philips that the system gave an alert indicating the system's image processing computer was unable to boot up, preventing x-rays. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.